Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("excessive bleeding/abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. C36388 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included eugynon (seasonale) since (B)(6) 2016 for heavy periods. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced hormone level abnormal ("hormonal changes") and depression ("depression"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), cyst ("cyst"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (on (B)(6) 2016: unilateral oophorectomy/ unilateral salpingectomy (right side)), surgery (on (B)(6) 2016: unilateral oophorectomy/ unilateral salpingectomy (right side)) and surgery (underwent ablation). At the time of the report, the device dislocation, pelvic pain, abdominal pain, headache, dyspareunia, hormone level abnormal, urinary tract infection, cyst, depression, bladder disorder, urinary tract disorder, endometriosis and nausea outcome was unknown and the genital haemorrhage, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff had one side essure removed (two dates were provided apr and (B)(6) 2016) and is currently planning for left side essure removal (in 2018). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure appeared to be properly placed. Most recent follow-up information incorporated above includes: on 12-sep-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), pelvic pain ("severe pelvic pain/paijn") and genital haemorrhage ("excessive bleeding/abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. C36388) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included eugynon (seasonale) since june 2016 for heavy periods. On (B)(6) 2015, the patient had essure inserted. In july 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In january 2016, the patient experienced hormone level abnormal ("hormonal changes") and depression ("depression"). In june 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), cyst ("cyst"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (on (B)(6) 2016: unilateral oophorectomy/ unilateral salpingectomy (right side)). At the time of the report, the device dislocation, pelvic pain, abdominal pain, headache, dyspareunia, hormone level abnormal, urinary tract infection, cyst, depression, bladder disorder, urinary tract disorder, endometriosis and nausea outcome was unknown and the genital haemorrhage, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff had one side essure removed (two dates were provided apr and jun-2016) and is currently planning for left side essure removal (in 2018). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure appeared to be properly placed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Patient demographic information and added. Lot number (c36388) added. Events hormonal changes, urinary tract infection, cyst, depression, malposition of essure device, bladder problems or changes, urinary problems or changes, endometriosis, nausea, dysmenorrhea (cramping), abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device'), pelvic pain ('severe pelvic pain/pain'), salpingitis ('salpingitis') and genital haemorrhage ('excessive bleeding/abnormal bleeding (general)') in a 34-year-old female patient who had essure (batch no. C36388-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast tenderness, ovarian cyst (both right and left) and overweight. Concomitant products included ethinylestradiol;levonorgestrel (seasonal) since (B)(6)2016 for heavy periods. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2016, the patient was found to have hormone level abnormal ("hormonal changes") and experienced depression ("depression"). In (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), cyst ("cyst"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (exploratory laparoscopy and left salpingectomy, on (B)(6)2016: unilateral oophorectomy/ unilateral salpingectomy (right side) and underwent ablation). At the time of the report, the device dislocation, pelvic pain, salpingitis, abdominal pain, headache, dyspareunia, hormone level abnormal, urinary tract infection, cyst, depression, bladder disorder, urinary tract disorder, endometriosis and nausea outcome was unknown and the genital haemorrhage, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, salpingitis, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff had one side essure removed (two dates were provided apr and (B)(6)2016) and is currently planning for left side essure removal (in 2018). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: results: essure appeared to be properly placed, confirmed bilateral tubal occlusion. Lot no. - c36388 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device'), pelvic pain ('severe pelvic pain/paijn'), salpingitis ('salpingitis') and genital haemorrhage ('excessive bleeding/abnormal bleeding (general)') in a 34-year-old female patient who had essure (batch no. C36388-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast tenderness, ovarian cyst (both right and left) and overweight. Concomitant products included ethinylestradiol;levonorgestrel (seasonale) since (B)(6) 2016 for heavy periods. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes") and experienced depression ("depression"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), cyst ("cyst"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (exploratory laparoscopy and left salpingectomy, on (B)(6) 2016: unilateral oophorectomy/ unilateral salpingectomy (right side) and underwent ablation). At the time of the report, the device dislocation, pelvic pain, salpingitis, abdominal pain, headache, dyspareunia, hormone level abnormal, urinary tract infection, cyst, depression, bladder disorder, urinary tract disorder, endometriosis and nausea outcome was unknown and the genital haemorrhage, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, salpingitis, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff had one side essure removed (two dates were provided (B)(6) 2016 and (B)(6) 2016) and is currently planning for left side essure removal (in 2018). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: essure appeared to be properly placed, confirmed bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical records received. New event 'salpingitis' was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (in (B)(6) 2016, she underwent pelvic surgery to try and alleviate the symptoms.). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.